Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The central processing unit, anesthesia control board, and power board connection were reset, and the unit was returned to service.

Event description:
The customer reported that, during a preoperative checkout, the unit alarmed for a system failure. There was no report of patient involvement.